Manufacturer narrative:
The system logs for this procedure were not available for review. .

Event description:
It was reported that after an ion biopsy procedure, a pneumothorax occurred. The target lesion was 13mm in size and was located in the right upper lobe (rul). The physician reported that the cause of the pneumothorax were the biopsies and location of the lesion in proximity to a fissure. The distance of the lesion to the pleura was 8mm. The procedure was completed without complications. The pneumothorax was identified via a post-procedure x-ray and was described as being large, but did not increase in size over time. No symptoms were reported. A 14 french chest tube was placed to resolve the pneumothorax. The patient was admitted to the hospital for less than 24 hours and discharged the following afternoon. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The diagnosis was chronic inflammation and aspergillus via culture.